Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00082, 1627487-2020-00703. It was reported that the patient is experiencing ineffective therapy and their system is autoreducing, which started after the patient¿s colonoscopy. An abbott rep met with the patient and diagnostics indicated high impedance readings. As a result, surgical intervention took place on 06 jan 2020 wherein the patient had their system explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The report of high impedance/auto reducing was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.